Event description:
In the process of deploying a stent into the sfa, the thumb slide became dislodged. The stent was approximately 75% deployed. Using a hemostat clamp, the physician competed the deployment with no incidence. There was no effect to the pt.

Manufacturer narrative:
Analysis results: the catheter system was returned and analyzed. Analysis concluded that the thumb slide pin had sheared at the interface of the ratchet block. The thumb slide shear was consistent with previously reported events. A CAPA that had been opened to further investigate thumb slide breaks resulted in a thumb slide pin material modification. There have been no further reports of thumb slide breaks with the modified thumb slide pin. This particular event consisted of one of the devices with the older thumb slide pins. There have been 10 reported thumb slide breaks out of approx 14,375 implants which results in a 0.07% thumb slide failure rate. Attempts were made to get the pt info (ID, birth date, gender, weight) however, we were not able to obtain it.